Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device consulted the clinic due to a fainting episode. The physician elected to reprogram this device to vvi and adjust the sensitivity measurements however, this failed to correct the bradycardia and the device was then replaced. The explanted unit is not expected to be returned for analysis at this time.